Event description:
It was reported to medtronic minimed that the customer had received change sensor and sensor update alerts. Also, reported deviation in readings. And believes pump is also malfunctioning because of these issues. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-tests. The test guardian link with the glucose sensor simulator communicates properly to the pump. No unexpected device not found, lost sensor alarms during testing. Thus and software was utilized and downloaded trace/history files properly. No unexpected alarm anomaly show in the trace/history files on event date. Pump was cut open to perform visual inspection and found no moisture damage on the electronics assembly during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, missing display window cover, stained keypad overlay, cracked case (battery tube). In conclusion, unit passed all required during full functional testing. The customer alleged the pump having trouble with communication sensor simulator, device not found not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.